Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the patient had high blood glucose. The customer reported that when she woke up this morning and she checked her sugar and it was high, and she realized that the pump went off, and then the battery went out and she can¿t get them to connect. Previously blood glucose was 268mg/dl, 204mg/dl, 158mg/dl, 135mg/dl and 144mg/dl. The customer declined to troubleshoot. The customer current blood glucose was 325mg/dl. The blood glucose at time over 600mg/dl, and took 21 units of insulin via injection, and then she was 300mg/dl and the hospital gave her 7 more units. Blood glucose was 136mg/dl later. The customer reported that button pads were scratched. The customer reported that the scratch was not on the display screen. Based on customer report customer does not allege pump was under delivering. The customer will call back to troubleshoot for high blood glucose. The insulin pump will not be returned for analysis.